Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder there was insufficient blood flow through the devices and discolored needle shields. It was reported this event affected 1300 devices. The following information was provided by the initial reporter. The customer stated: "when the sampler inserts the needle into the vein, the blood flows back into the pressure compensation chamber. The needle does not withdraw when inserting the tube. The pressure compensation chamber is filled with blood and the needle freezes and does not pick up. The protective shield of the needle which should be green is instead almost colorless."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for discolored IV shield was observed. The failure mode of insufficient blood flow could not be observed from the photo. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and functional testing, each used to draw a bd vacutainer tube, and the issues of discolored IV shield and insufficient blood flow were not observed. A review of the device history record for the incident lot indicated a quality notification was raised for the issue of discolored IV shields. However, lot passed all in-process and final quality checks for lot release. This complaint has been confirmed for the indicated failure mode discolored IV shield. This complaint has been unconfirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure modes.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder there was insufficient blood flow through the devices and discolored needle shields. It was reported this event affected 1300 devices. The following information was provided by the initial reporter. The customer stated: "when the sampler inserts the needle into the vein, the blood flows back into the pressure compensation chamber. The needle does not withdraw when inserting the tube. The pressure compensation chamber is filled with blood and the needle freezes and does not pick up. The protective shield of the needle which should be green is instead almost colorless."